Event description:
Air in line alarm. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log history was reviewed and the reported "air alarm" described in complaint was found multiple time in the log file, therefore the reported event is confirmed. The reported device was not sent fo france for investigation as repairs were carried out locally by infusystem. It was reported in this complaint that the pump keep displaying "air in line" alarm. The problem indicated was verified and confirmed by infusystem. During servicing, it was found that the air in line sensor was defective. No more additional issues were found with the device. To solve this issue, the air in line sensor was replaced and the pump performed then all testing. The defective spare part was received at brézins for investigation. During the external visual inspection, nothing was observed. The investigator checked the defective air in line detector with our volumat tester to verify the complaint. He started with the maintenance test 14 to read the value of the detector. He found that the value with the water filled tube was out of tolerance. The ceramic values between manufacture and now have drifted below the required level. The factory calibration value was "valmax2 1099 lsb or 1364 mv" with the air card z1795240300007202012081195. But the given card does not match the original. However, the investigator made this report under the fact that the air sensor value drifted to 230mv. This was outside the minimum calibration value of 925mv. According to the manufacturing instructions, the low level calibration value "valmax 2" should be 745 lsb, i.e. 925 mv. In this state, the detector would always be in alarm preventing the operation of the device and could not even be recalibrated. As a result, the air detector was out of service and the reason of its failure is due to a drift of its value below the required value. The root cause is due to a weakness of the ceramic bond. An internal CAPA adressing this issue has been opened on (B)(6) 2022 and corrective actions will be implemented. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.